Event description:
Boston scientific received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed shock impedance measurements greater than 125 ohms when the device was in the pocket. A boston scientific technical services (ts) consultant was contacted regarding this issue and indicated it was likely a connection issue. The physician disconnected the df pins and reinserted them into the header which resolved the issue. The device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. If additional information is received, this report will be updated.